Event description:
One day post implant, a change in pacing thresholds with high impedance was observed, suspected of lead dislodgment. A lead reposition was scheduled.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd